Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent capture. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection, x-ray examination and electrical testing were normal.